Event description:
It was reported that the percutaneous coronary intervention was to treat a heavy calcified and mildly tortuous, 99% stenosed mid right coronary artery. Reportedly, after dilatation of the lesion with a non-abbott 1.0mm balloon dilatation catheter (bdc), an attempt was made to dilate the lesion with an rx trek 3.0 x 8mm bdc, but the device could not cross the target lesion. An rx trek 2.5 x 15mm bdc was used to further dilate the lesion. A second attempt was made to dilate the lesion with the rx trek 3.0 x 8mm bdc that previously did not cross the lesion, but during initial inflation the balloon ruptured at 12 atmospheres (atms). The lesion was further dilated up to 25 atms with a non-compliant balloon dilatation catheter and a stent was implanted. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.